Manufacturer narrative:
No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported while in a spinal fusion procedure the spine clamp had a defective screw. Site used another clamp to complete the procedure. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.